Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: when the device was squeezed, the tip would not open. Another device was used. Oozing occurred. Operating time was extended more than 30 minutes.